Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : a review of the returned photograph identified the contaminant as pyro-clean used to de-pyrogenate product. It is used on the cleaning/ passivation process in the atm lines at final clean and pack. This cleaning aid was changed to proklenz approximately twelve months ago because of issues with it leaving a white residue, similar to this case. The complaint was found to be justified and shall be closed with a root cause of device manufacturing. As the substance is no longer used, no further corrective action needs to take place. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After unpacking a sterile lcs vvc femur, we discovered an unknown contamination on the prosthesis. It was hard and dry when touching it, so definitively no tissues from the surgery. As we only had this size of prosthesis once in the hospital, the doctor carefully cleaned this contamination manually and rinsed the prosthesis with lavasept before implanting it.